Event description:
Reportedly, the stapler was fired and everything looked normal, but the distal donut appeared to be complete but was not impressive, it did not look strong. The staple line leaked. Upon inspection, the surgeon reported a gaping hole in the staple line. The surgeon repaired the leak by stapling and performing another anastomosis with a new instrument. Add'l tissue loss occurred. Procedure: sigmoid colectomy.